Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine device check, atrial noise was observed. It could not be ascertained when this issue began. The issue will be monitored for the time being.